Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reached out to the manufacturer help line after hours on sunday. The caller mentioned their implant had not worked in years. When it was mentioned the line was the healthcare provider after-hours line, and to reach out to the manufacturer help line during normal business hours, the patient hung up. A later phone call to the patient clarified their implant had not worked in four or five days, not 'years,' as previously stated. Additional information was received from the patient. The reason for the call was to report that "probably 6 days ago," they stopped feeling the stimulation. They stated they charged their device, and the recharger application was showing the therapy was off, and the implant battery was at 90%. The patient reported they were trying to connect with their therapy settings, however, they were seeing a "not found" message. The manufacturer help line reviewed to power off the recharger, and to power on the communicator, and the patient was able to connect and saw a power on reset (por). When asked if the por had occurred because the implant had been depleted, the patient stated they were not able to remember if the implant battery had been depleted when they went to charge their implant. The patient explained they had been taking a lot of pain pills due a recent surgery where they fused from the thoracic region of the spine all the way down to their lumbar region (no allegation related to device/therapy). The patient reported they had been in the hospital for four days after the surgery and then a rehabilitation facility (no allegation related to device/therapy). They stated they charged the implant a few times since they had been home. The patient cleared the por and was able to turn their therapy back on. It was reviewed with the patient a depleted implant could trigger a por message. The troubleshooting steps that were taken on the call resolved the reported issue. The patient's relevant medical history included the patient mentioned they were in pain from their recent surgery as they were connecting to their implant settings.

Manufacturer narrative:
Event date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.